Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 56.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 42.1-44.1cm and 43.0-46.6cm from the distal tip. Internal insulation abrasion was noted at 6.5-8.4cm, 11.3-12.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that rv lead was explanted and replaced due to insulation anomaly.